Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles and two openings. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified an opening extended found with the following conditions: smooth edge on posterior due to smooth opening and sharp on posterior assessed as unidentified (tear) opening, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening extended found with the following conditions: smooth edge on posterior due to smooth opening and sharp on posterior assessed as unidentified (tear) opening and one opening crease sharp assessed as fold flaw opening. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "ruptured implant," "complete loss of shape" and "formation of a siliconoma." The device has been explanted.